Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 53-year-old male in pre-support cardiogenic shock consistent with scai stage e underwent impella cp implantation via right femoral percutaneous arterial access. While on support, the device functioned as intended at p-6, providing 3.0 l/min flow with d5w sodium bicarbonate as the purge solution. During support, the patient experienced bleeding from the access site as well as diffuse bleeding from intravenous sites and body orifices. This event was assessed as not related to the impella device, as the pump demonstrated normal operation without alarms or malfunctions. The patient¿s medical history of ethanol use and associated liver dysfunction, resulting in an elevated inr, was identified as the primary contributing factor to the bleeding. Blood products, including packed red blood cells and platelets, were administered in response to the patient¿s coagulopathy and clinical condition. The patient remains on impella support at the time of reporting, and survival outcome is pending.